Event description:
It was reported that the patient experienced a syncopal episode. There were decreased r-waves and an increase to high/variable thresholds exhibited on the right ventricular (rv) lead. In addition, oversensing and intermittent cross-talk were observed on the ventricular channel. The patient was given a holter monitor, and analysis was unable to confirm that patient's syncope was related to the device, however, the patient continued to feel lightheaded. It was noted that the physician stated that lead placement had never been desirable, and a later x-ray confirmed that there was poor positioning of the rv lead. Reprogramming was performed initially, and subsequently a new rv lead was implanted. No further patient complications have been reported as a result of this event.